Event description:
Rptr alleged the lancet needle that is part of the softclix plus lancing system that is used in finger-stick blood glucose testing would not retract after it was used. No actions were reported taken or treatment rec'd. A request was made for the return of the suspect device and replacement product was sent.